Event description:
User experienced a leak from the analyzer onto the table and floor. No pt samples were involved. No operators were harmed. The field service representative determined there was a crack in the check valve housing and replaced it.